Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Bed on the available information, the root cause of the reported leak and the error could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the bending section cover glue was cracked, the forceps passage was scraped due to repeated insertion and withdrawal of the brush/endotherapy accessories, the probe insulation and ultrasound electrical insulation received an electrical continuity error due to water invasion, the olympus endoscope system image was centering-off, the ultrasonic image had problems, the switch/camera was not working, the control body was dry, the scope connector and ultrasonic image had fluid invasion, and the angles were stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchofibervideoscope had a leak. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following was found: there was an electrical continuity error due to water invasion. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.